Event description:
It was reported that during a laparoscopic cholecystectomy, while removing the gallbladder, the specimen bag tore along the bottom seam. After a slight delay, the gallbladder was removed. There was no consequence to the pt.